Manufacturer narrative:
The zoll catheter was returned to zoll on 04/24/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted an icy catheter. Approximately 30 minutes after initiating therapy, the user observed that the saline bag was empty. Unspecified examination was performed, following this the catheter was exchanged to complete therapy with no further issue reported. No known impact or patient consequence was reported. Additional information indicates that the removed catheter was inspected and reportedly found a leaking catheter balloon. No photograph was provided.

Manufacturer narrative:
The reported complaint was confirmed. Visual examination found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed on the distal balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.